Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the cause of the stimulator not working well was not determined. The patient's ins was reprogrammed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain. Patient stated she had a lot of scar tissue so the replacement stimulator did not work very well. Patient stated the stimulator was not giving her the 'full affect" like when she first had her stimulator so she did not do anything about the device when the 2006 went device went dead. Patient reported her devices implanted in 2001 and 2006 went dead. Patient clarifies she was referring to normal battery depletion and was not making an allegation regarding to battery longevity. Patient was re-directed to health care professional (hcp) to discuss replacement surgery / address medical concerns and questions. Patient inquired about rechargeable stimulators and if her current leads could be used with the new device. No further patient symptoms or complications were reported in this event.